Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown, brand name - unknown, expiration date - unknown, date implanted - unknown, date explanted - unknown, PMA/510(k) number - unknown, manufacture date - unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6), 2014 due to a peri-prosthetic fracture.

Event description:
It was reported patient underwent an initial total hip arthroplasty on an unknown date. Subsequently, information received indicates the need for a revision procedure. No revision has been reported to date.